Event description:
Per boston scientific, this lead was explanted due to its dislodging.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The investigation did not show any deviations from the mechanical specification that can be related to the issues mentioned in the complaint description. The fixation helix could be properly extended and retracted. The analysis did not reveal any sign of a material or manufacturing problem.